Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touchscreen was "staying on" longer than intended. Additionally, the customer reportedly experienced a low blood glucose (bg) level of 45 mg/dl; the cause was due to "more insulin than needed," but customer confirmed this was not an allegation against the pump. The customer consumed carbohydrates to correct bg. Reportedly, customer continued to use the pump for insulin therapy.